Manufacturer narrative:
The customer reported that they noticed this g5 swapped the bed ID with a g9 in the ICU. According to the customer, the patient information stays on the physical monitor, only the bed ids are changing which is causing some confusion. The customer fixed the issue manually; however, they would like to have the logs on the bedsides and the cns local filing these beds reviewed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g5 monitor: central nurse's station (cns): model #: pu-681ra serial #: (B)(6) device manufacturer data: 01/24/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that they noticed this g5 swapped the bed ID with a g9 in the ICU. There was no patient injury reported.